Event description:
It was reported that the controller exhibited multiple losses of power, and that one specific battery was in use during all of the loss-of-power events. There was uncertainty regarding proper functioning of the battery, prompting consideration for removing the battery from use. The battery and controller remain in use at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller d4: model #: 1420 / catalog #: 1420 / expiration date:31-dec-2025 /serial or lot#: (B)(6) / d9: no/ h3: no/ h4: mfg date: 16-dec-2024/ h5: no/ h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.